Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The customer disposed the product. Therefore, it was not returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: battery pack hot to touch. Probable root cause: material/design error or user error. The reported failure mode will be monitored for future reoccurrence. The manufacture date is unknown. Added initial reporter phone number and initial reporter postal code.

Event description:
It was reported that there was a thermal event.